Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 700 mg/dl. The customer stated that he changed the infusion set, and gave a manual injection, but continued to experience elevated blood glucose levels. Advised the customer that insulin may have been denatured. No troubleshooting was done on the insulin pump. Nothing further was reported.